Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The fault was identified, but it was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, advised the customer on backup therapy using mdi, instructed them on returning the faulty pump, and confirmed the dispatch of a replacement pump without requiring a delivery signature. The customer understood all instructions and acknowledged the steps to be taken upon receiving the new pump.